Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from june 25, 2020 - june 26, 2020. H10: the actual device was received for evaluation. The device was returned to the plant containing no fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. The tubing line was reconnected to perform testing. A functional leak test was performed by manually filling the device with green colored water. During fill, leak/backflow was observed at the fillport. Further examination of the device revealed the cause of the leak/backflow condition was due to a glass fragment lodged under the device checkband. The reported condition was verified. The cause of the glass fragment could not be determined; however the most probable cause is due to user filling technique. Drug glass ampule used for filling the device without a filter can result in this type of event. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fillport. The use of a filter during filling is recommended as indicated in the instructions for use (IFU). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fillport. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.